Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave an error indicating that disk space was low and that exposure was not possible. The user attempted a reboot, but the issue persisted. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the disk space low delete examination - exposure not possible, reselect application and reboot does not help. Upon troubleshooting fse found ippc has been failing to boot up. The defective part was sent for analysis. The malfunction of ip pc is confirmed. The failed component was dimms and failure description was failed lin-mem-chk. However, to resolve the issue fse replaced the defective ippc and hard drives and loaded os and application software. Performed image disk reinitialization. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.